Event description:
Hill-rom received a report from the account stating the left side rail was hanging down and would not latch. The bed was located in 1d at the account. There was no particular/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the left side rail retaining e-ring was missing from the center arm d pin causing the side rail to come loose from the center arm. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician reinserted the d pin and installed a replacement e-ring to resolve the issue. Based on this information, no further action is required.